Event description:
The reporter contacted animas on (B)(6) 2012 and stated that the up, down, and ok keypad buttons were intermittently unresponsive, would stick and required multiple presses to elicit a response. The reporter denied damage to the keypad and noted condensation behind the display screen. The patient reportedly wore the pump in a pocket and cleaned it with alcohol free wipes. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was worn but intact. The up, down and ok buttons were intermittently unresponsive and the contrast button responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a scratched lens, which has no effect on insulin delivery. Unrelated to the complaint, evaluation revealed that the bolus button was detached and there was a leak in the bolus button.